Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. The stent was kinked. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis, it was determined that the guide catheter was kinked, stretched and detached, the push catheter didn't return and the stent was kinked. The observed damage to the guide catheter may be related to some resistance or difficulties experienced during the deployment that may have taken the user to apply some technique causing those damages, as a consequence of those conditions the guide catheter got detached and it was unable to deploy the stent, also the kink on the stent could be related to user manipulation, some technique applied during preparation and/or even anatomical factors could have contributed to this problem. Therefore, the investigation concluded that adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2021. During the stent release it couldn't be done correctly and the sheath deformed. The device was removed and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.